Manufacturer narrative:
The field service technician found the flow valve spring was broken. The flow valve was replaced to correct the reported problem.

Event description:
It was reported that the ventilator had low volume delivery. According to the field service technician, the 400ml delivery was 225 and o2 was delivering really high at 80% when set at 60%. No patient issue reported.